Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
Event description: it was reported the turbohawk was used in both the sfa and the anterior tibial. Throughout the entire case the thumbswitch continually stuck not allowing the blade to pack. Dr had to "work" the thumb switch back and forth on almost every pass to be able to pack it. The physician was able to finish the case with a good result. It was just much more time consuming given the above issues. No patient injury reported. Device evaluation: the turbohawk was received for evaluation packed loose in a nested series of pouches and attached to its cutter driver unit. The cutter driver was received with the on/off switch in the on position. No ancillary devices or cine images from the procedure were received. The stain relief exhibits a kink that may have formed post procedural given how the device and cutter driver were packaged for return. The cutter was received with the cutter head advanced distally of the cutter window. The cutter head was able to be advance proximally into the cutter window and onto the window ramp. The cutter head cutting edge exhibits a couple of chips out of the cutter edge. It is not known if the damage to blade edge had affected the packing performance of the btk turbohawk.